Manufacturer narrative:
Log file analysis revealed two controller power-up events and two motor start events. These are indicative of a loss of power and subsequent restart by the controller and pump. Log file analysis also revealed premature switching events. (B)(4) were not analyzed. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. Heartware has opened internal investigations to evaluate these types of issues the most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and five batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01917 and 3007042319-2015-01918) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01917 and 3007042319-2015-01918) submitted for devices related to the same event. Product in route.

Event description:
The site in (B)(6) reported that on (B)(6) 2015, the patient observed "low battery 2" alarm and when disconnecting the low battery for exchange, the battery in port 1 wasn't "active" and a pump stop followed. The patient doesn't remember any other power switching in the past. All of the patient's batteries were replaced from hospital stock and the problem was resolved. There was no effect on the patient; "the patient was doing fine the whole time." This MFR report is two of two related to the same event.